Event description:
It was reported that a homechoice device experienced a system error 2367 alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to the alarm. There were a few drops of fluid on the floor. Renal therapy services (rts) assisted the patient to end the therapy session and advised to perform a manual drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.